Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. Before use on the patient, it was reported by a sales rep that, during an unknown surgery, this is a complaint about the vcp103g package. The sponge which is originally attached only inside that protects the suture has protruded to the outside (surface) of the package, so that pieces of the sponge fall off onto the surgical field each time the suture is taken out. It occurred in the surgery when using the product. Until now, the sponge had never protruded to the outside of the package. There is no effect on the patient. The 2nd lot number is ucmecu. It was not a control release needle. There were no adverse consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - do you have any pictures of the device?=>yes. - please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). I certify that all information that are known/available has be d4: full UDI currently unavailable since the exact lot of the suspected device cannot be determined.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 analysis summary: the product was returned to ethicon for evaluation. One open folder packet with twelve sutures and a top foil packet was received for analysis. Product code vcp103g is multistrand and contains twelve strands non-needle per packet. Upon initial inspection, it was noted that the sutures were partially dispensed and tangled between them. The sutures were dispensed without problems. Besides that, the folder packet was opened and the foam park was placed incorrectly in the panels. In addition, nine photos were provided and they showed two open folder packets. In one packet it was noted that the foam park was placed incorrectly from the panels. In the other folder, no anomalies were noted. Based on the information currently available, incorrectly placed foam was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.